Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The customer complaint of bulge ¿ballooned¿ in silicone segment was confirmed per picture received by the customer. It was observed that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a stat intubation in the sicu, multiple drugs and ns IV pushes were administered via the PICC ns line. After the intubation, a bulge in the silicone segment of the tubing was noticed. There was no report of patient harm.